Manufacturer narrative:
A correction of field # d1 brand name, # d4 version or model #, # d4 unique identifier (UDI) # and h4 manufacturer date were required. D1 ¿ brand name - previous brand name: flow-I c20, corrected brand name: flow-I c20 anesthesia system. D4 ¿ version or model # - previous version or model #: 6677200, corrected version or model #: 6888520. D4 ¿ unique identifier (UDI) # - previous unique identifier (UDI) #: missing, corrected unique identifier (UDI) #: (B)(4). H4 ¿ manufacture date - previous manufacturing date: 210315, corrected manufacturing date: 210305.

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On-site investigation was performed by field service engineer. The claimed issue was reproduced during troubleshooting. According to received information, the replacement of the fresh gas pressure transducer printed circuit board solved the issue. The system checkout passed successfully. The pressure transducer printed circuit board is part of the pressure measuring in the system. A faulty pressure transducer printed circuit board may lead to inaccuracy in pressure measurement. This will be detected during system checkout and high priority alarms will be generated if the failure occurs during treatment. The claimed pressure transducer test failure was not confirmed in device's log on provided date of event. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to the fresh gas pressure transducer printed circuit board.

Event description:
Manufacturer's reference number: (B)(4) .

Event description:
It was reported that the pressure transducer test failed during system checkout, there was no patient involvement. Manufacturer's reference number: (B)(4).